Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer did not have the pump, and would do a reset when available.